Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after the flexvision-pc was started manually. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log which showed a startup error. The fse solved the issue by replacing the flexvision-pc and loading the software. The returned part was analyzed; however, no failures were found. After part replacement and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.